Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the threads on her onetouch ultrasoft lancing device were stripped/damaged. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that the alleged issue began at an unspecified time in the morning of (B)(6) 2012. The patient stated that she manages her diabetes with insulin, unknown type and dosage, and took her usual dose of medication to manage her diabetes. The patient claimed that the reported issue "prevented her from testing causing her to develop symptoms of sweating and dry mouth" which she "associates with high sugar readings" immediately after the alleged issue occurred. The mss was informed by the patient that she received hcp advice to "drink more water and to watch her diet." The cca noted that the reported issue was unresolved during the troubleshooting. Replacement product was sent to the patient. Although the patient did not receive treatment for an acute complication of diabetes, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.